Event description:
Reportedly, during testing after booting up the ventilator, the touch panel did not work. The device was not used on a pt when the failure occurred.

Manufacturer narrative:
(B)(4).